Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Device evaluation: visual inspection under magnification revealed the handpiece was received with the plunger rod overriding the lens stuck in the cartridge; the plunger rod tip was also protruding out the side of the cartridge. Viscoelastic residue was observed throughout the cartridge. The cartridge was torn and damaged, and the cartridge tip was bent. No issues were identified with the lens module, device assembly, and plunger rod advancement. The plunger rod was observed to be bent. The lens could not be removed from the cartridge for evaluation. The complaint issue "dc-cartridge crack" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed no other complaints were received for this po. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. Attempts were made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that during implantation, a preloaded monofocal intraocular lens (iol), model diu150, experienced a cartridge fracture. The lens made contact with the patient; however, no patient harm was reported. No additional information was provided.